Event description:
Chief surgeon of the hospital, reported via our sales rep, that he stated during the surgery that the devices broke when he was preparing the pedicle. According to his information, the tulip had come loose from the thread at the attempt to adjust the screw. Further information are already requested. On (B)(6), 2010, our quality department received the information from our sales rep, by phone that one more product is part of this complaint: the customer reported via our sales rep that it was stated during the surgery that the mantis rod inserter is bent so that it was not possible anymore to use this device for insertion.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation. The bent mantis rod inserter is not being reported at this time, upon review of product history dating back more than 2 years, it has been noted that there are no reports of serious injury as a result of similar events with this device. There is no report of adverse consequences in this event. Therefore, it does not seem likely that injury would result if this event were to recur. Investigation is ongoing, once it has been completed reportability of the mantis rod inserter will be re-evaluated.